Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: on investigation, the moisture ingress issue was verified. Moisture was evident behind the display lens. A leak test showed a leak at the bolus button. The pump powered up to a blank screen with vibratory feature but auditory feature was not detected. Due to the blank display screen, the black box download and the remaining functional testing could not be completed. Pump casing was opened and additional evidence of moisture intrusion was found internally on the printed circuit board, display screen, the auditory assembly, and other internal components.